Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized on (B)(6) 2018 due to high blood glucose of 470mg/dl and diabetic ketoacidosis. Customer¿s blood glucose was 340mg/dl when admitted to the hospital. Customer states that they also had dehydration which lead to hospitalization. Customer stated that there was insulin coming from the tubing. Customer declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.